Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No information provided included ni for section to indicate pending return of device for evaluation. Lot information is unknown. If additional information becomes available a follow-up report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.